Event description:
It was reported that the 9800 system would not make an exposure. It was noted that a clicking sound was heard. It was also noted that the c-arm hesitated in going up and down. There was no report of pt injury.

Manufacturer narrative:
No additional info at this time. When additional info is provided, it will be reported as required.